Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed errhwbbt occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver attempt to charge and boot passed. The receiver log download passed. The log was downloaded and reviewed finding error related to the complaint. The receiver functional test was performed and passed. The receiver case was opened for an internal visual inspection and it passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.